Manufacturer narrative:
Device received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Device received with all no button response due to flattened button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify failed battery alarm, motor error alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test due to no button response. No missing segments or partial display noted. The test reservoir does lock properly inside the reservoir tube. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error, buttons were sticky as well as unresponsive and screen was hard to read due to scratches. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that the reservoir was came out during night. The insulin pump will be returned for analysis.